Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve implanted for 7 years underwent a valve-in-valve procedure due to severe symptomatic stenosis with high gradient. Patient presented with sob and fatigue. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve. Patient was taken to the cardiac surgical ICU in stable condition. Patient was discharged to home on pod#11.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve implanted for 7 years underwent a valve-in-valve procedure due to severely calcified mitral valve, severe symptomatic stenosis, with high gradient and moderate central mr . The patient presented with sob and fatigue, with chf. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve. Patient was taken to the cardiac surgical ICU in stable condition. Patient was discharged to home on pod#11.